Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a blood glucose reading of 411 mg/dl and when she retested, it was at 395 mg/dl. Customer stated that she was having a problem with the new test strips.